Manufacturer narrative:
The commander delivery system was discarded and was not returned to edwards for evaluation. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. The review of the work orders did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaint related to ¿balloon ¿ torn¿. As the complaint was unable to be confirmed and the control limit for the corresponding complaint trending categories were not exceeded in april 2020, a complaint review is not required. The IFU, prepping manual, and training manual were reviewed. The operator is instructed to initiate valve alignment in a straight section of the aorta by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. If valve alignment is not performed in a straight section, there may be difficulties performing this step, which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed due lack of device return and imagery. Investigation of DHR records revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As mentioned in the description ¿moderate to severe tortuosity was reported in the access vessel¿. Although the location of the balloon damage is unknown, it is possible that the failure and root cause documented in a pre-existing pra are applicable to this case. Per the complaint description, valve alignment was also conducted in a tortuous part of the anatomy. This may have resulted in increased forces being applied to the crimp balloon. Performing valve alignment at a bend or angle can potentially cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. It is possible that the thv became unseated during navigation of tortuous anatomy and resulted in higher than usual valve alignment forces which may result in a balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As such, it is possible that patient (tortuosity) and procedural factors (valve alignment in a tortuous anatomy) may have contributed to the reported event. Since no edwards defect, which would have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no manufacturing non-conformances or labeling/IFU/training deficiencies were confirmed and the complaint rate did not exceed the april 2020 control limit for the trend category, a product risk assessment (pra) escalation is not required. A pra was previously initiated per management discretion to investigate the balloon torn issue and its associated risks.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in the native aortic position, access was obtained from the right femoral artery percutaneously. The balloon of delivery system tore while performing valve alignment in a tortuous area of the access vessel. Another delivery system was prepped and alignment was done in a straight section of the patient¿s anatomy. The procedure was successfully completed. There were no health consequences reported. The device was discarded at the hospital and will not be returned for evaluation. Moderate calcification was observed at the aortic valve, annulus, root and sinotubular junction. Moderate to severe tortuosity was reported in the access vessel.